Event description:
Surgeon removed an infected restoration modular stem and trident shell, liner and head. No stryker implants were implanted, surgeon implanted an antibiotic spacer.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Other devices listed in this report: cat. No.: unk; lot code: unk; unknown trident shell. Cat. No.: unk; lot code: unk; unknown head. Cat. No.: unk; lot code: unk; unknown restoration modular stem. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.